Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported the patient " developed a temperature last night", prior to diagnosis of the peritonitis. It was not reported if the patient was hospitalized for the peritonitis. Treatment for the peritonitis was not reported. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available